Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29mm sapien 3 valve, the valve was advanced through the 16fr esheath+ and exited the seam of the esheath+ just above the partially expandable section. The split was not noticed until valve assembly. The valve was able to be successfully implanted. The delivery system and esheath+ were withdrawn. There was no patient injury observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. The device was visually inspected, and full liner expanded/tear was observed through the entire length of the esheath+. There was a minor wrinkle on the strain relief near the hub. Scratches near the distal end of the sheath shaft was noted. The tip was able to open as designed and it was not damaged. The sheath shaft had general curvature. The esheath+ liner thickness was measured along the length of the liner tear. All measurements met specification. Imagery of the patient's vessels were provided and showed there was presence of calcification and tortuosity. Imagery of the device after the procedure was also provided and showed the liner appears to be torn distal of the strain relief. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, access characteristics such as severe obstructive calcification, severe tortuosity, or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure as these characteristics may preclude safe placement of the sheath. In addition, it notes that system advancement force/push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for esheath+ liner punctured was confirmed by device evaluation. No manufacturing nonconformance was identified. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'the valve was advanced through the 16fr esheath+ and exited the seam of the esheath+ just above the partially expandable section. The split was not noticed until valve alignment...during advancement of the delivery system through the esheath+, two distinct 'pops' or acute releases of push force were observed.' Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The sheath shaft had general curvature and scratches indicating the vessels were likely tortuous and had the presence of calcification. Tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen which could have led to the delivery system puncturing through the liner. Calcification can also damage the exposed portion of the sheath liner. A weakened liner can tear during advancement of the delivery system. In this case, a definitive root cause was unable to be determined, however, available information suggests that patient factors (tortuosity and calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.